Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient alarm would not vibrate during follow-up. Device remains implanted, and the patient is feeling good. No further information available.